Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheters were not aligned, therefore causing an issue with insertion. Per additional information on 01feb2023, the bump at the end of the catheter did not properly line up with the curve in the coude tip. It was off centered and was causing the patient to have a false idea on where the tip of the catheter really was. This caused the patient a lot of pain. No medical intervention was reported.

Event description:
It was reported that the intermittent catheters were not aligned, therefore causing an issue with insertion. Per additional information on 01feb2023, the bump at the end of the catheter did not properly line up with the curve in the coude tip. It was off centered and was causing the patient to have a false idea on where the tip of the catheter really was. This caused the patient a lot of pain. No medical intervention was reported. Per customer via phone on 21feb2023, it was reported that customer's issue was resolved. Per sample form received on 01mar2023, it was stated that the customer was told by dr.office about the alignment. Also stated that while inserting catheter, they felt sharp pain upon entering the bladder and again after retrieving it, a scraping sensation.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. Two unopened and one used catheter with the original packaging were returned. The catheters were labeled 1-3 for identification with 3 being the used catheter. The catheters were slightly bent from the way they were stored for evaluation, no additional complaints will be created. The catheter was removed from the packaging and laid flat, the coude notch appeared to line up with the curve. No abnormalities were noted on the returned catheter and it met specifications "accept any curve unless catheter is completely straight." The catheter was then taped down in order to remain flat/straight and the coude indicator notch was still aligned with the curve for all three catheters. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.